Manufacturer narrative:
(B)(4) stent deployment suture broken. (B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that an ultraflex esophageal ng distal release covered stent was to be used in the esophagus during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 28 to 34cm stricture due to cancer of the esophagus. Reportedly, the patient's anatomy was pre dilated. During the procedure, the physician advanced the device to the target area and attempted to release the stent, however, the stent deployment suture broke. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex esophageal ng distal release covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed with the deployment suture broken and the catheter was bent. The end of the deployment suture appeared frayed and had been pulled through out of the catheter, and the pull ring was not returned; it was possible to manually deploy the stent by pulling on the broken deployment suture with no issue. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was received partially deployed and the deployment suture was broken. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015, that an ultraflex esophageal ng distal release covered stent was to be used in the esophagus during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 28 to 34cm stricture due to cancer of the esophagus. Reportedly, the patient's anatomy was pre dilated. During the procedure, the physician advanced the device to the target area and attempted to release the stent, however, the stent deployment suture broke. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex esophageal ng distal release covered stent. There were no patient complications reported as a result of this event.